Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient's right hip was revised due to disassociation of the head from the stem. Surgeon reported that trunnionosis was suspected. Patient was revised to a restoration modular stem with a biolox head and sleeve. The liner was also revised. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy.

Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The disassociation was confirmed based on the medical records provided. Method & results: -device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs provided are of the recently explanted stem with tissue/blood around the stem body and a worn trunnion. -medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: x-ray and photos confirms disassociation and trunnion erosion/corrosion. Need operative reports and examination of explanted components. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there has been no other similar events for the lot referenced. Conclusion: the reported event of disassociation was confirmed based on clinician review of the medical records provided however additional information such as operative reports and examination of explanted components are required to further investigate this event to determine the root cause. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that patient's right hip was revised due to disassociation of the head from the stem. Surgeon reported that trunnionosis was suspected. Patient was revised to a restoration modular stem with a biolox head and sleeve. The liner was also revised. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy.